Event description:
The pt underwent an abdominal aorta runoff, a diagnostic procedure for peripheral vascular disease (pvd). During the procedure, the pt experienced a myocardial infarct and the radiologist determinted to terminate the procedure. The radiologist attempted closure with techstar xl 6f device. The posterior needle missed the barrel and presented in the subcutaneous skin. A second radiologist was called in to assist. The dermatotomy was slightly enlarged and the needle was extracted. The device was removed and a second device was inserted for another attempt at closure. The second device was deployed and the posterior needle missed the barrel. Back down was successful and a sheath was inserted. Closure was achieved with manual compression. Reports from the field indicate the pt was extremely obese and therefore pt anatomy may have caused the radiologist to use a higher than 45 degree insertion angle.